Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to low blood glucose with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The caller stated that the insulin pump delivered an un-programmed bolus of 8 units. Troubleshooting was not completed as the caller was unable to. No further information was provided. The insulin pump will not be returned for analysis.